Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated that they had at least 6 in last order of the magic 3 male intermittent catheters that were so kinked. Hence the patient could not use them and had to throw away. Then the patient had at least 3 that had a burst package in them, but there were no catheters.

Event description:
It was reported that the patient stated that they had at least 6 in last order of the magic 3 male intermittent catheters that were so kinked. Hence the patient could not use them and had to throw away. Then the patient had at least 3 that had a burst package in them, but there were no catheters.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "failure of catheter detection sensor". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.